Event description:
The package is for a one-touch ultra 2 start kit. The issue is a misbranding. (I am a medical device manufacturer on which I base the reason for a misbranding!) Everything in this kit should bear markings in line with the box's name. As the pcp (primary care physician) ordered refills for the lancet holder that should have been inside the box. It was for an older different kit! The issue is here: the lancet is marked onetouch delica plus when it should have been a onetouch ultra 2.